Event description:
A paratrend 7+ sensor placed in a pt for use in the o.r. Was seen to be leaking behind the y-piece of the device. Naci flush solution was observed on the o.r. Cloth. The sensor was removed and a new sensor successfully used. There was no blood loss and no adverse event to the pt.